Manufacturer narrative:
The pump was received with intermittent esc button response due to a flattened button dome switch. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were not responding. Her blood glucose level was not reported. The insulin pump had a crack by the battery compartment. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.